Manufacturer narrative:
The manufacturer is submitting a correction in the device code. The remainder of the information previously submitted remains the same. The manufacturer has attempted to follow up and retrieve additional information on the event. However, no further information has been received up to date. Since the valve was not explanted (viv procedure) and since the serial number is unknown, no further investigation can be performed at this time. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. However, little clinical history was provided and a definitive root cause for the reported event cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. Should additional information be provided in the future, the manufacturer will update the reporting activity within the required timeline.

Manufacturer narrative:
Since the valve was not explanted (viv procedure) and since the serial number is unknown, no further investigation can be performed at this time. Thus, the root cause cannot be definitively stated. The manufacturer is reporting this event in a conservative manner due to re-intervention with a degeneration of the perceval s valve and unknown implant duration. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. The manufacturer is following up to retrieve additional information on the event. Should further information be provided, an updated report will be provided within the required timelines.

Event description:
The manufacturer received information about this event through the publication 'simultaneous transcatheter mitral valve-in-mitral annular calcification and aortic valve-in-valve implantation: benefits of advanced multimodality imaging' by goliasch et al. The paper reports that an (B)(6)-year-old woman with previous aortic valve replacement (sorin perceval s) presented with severe exertional dyspnoea. Echocardiography displayed a small left ventricle (lv) with hyperdynamic function and severe mitral annular calcification (mac) with a pronounced stenotic component (10 mmhg, vmax 2.8 m/s) complemented by severe mitral regurgitation and a degenerated aortic valve (av) bioprosthesis with an anatomical valve area of 0.6 cm2 and low valvular gradients in this paradoxical low-flow state. Anticipating the high procedural risk, the heart team decision favoured a percutaneous approach. A 29- mm sapien-3 ultra was implanted in mitral position under echocardiographic guidance and CT-fusion imaging. After one post-dilatation an excellent result was achieved, with a low transvalvular gradient (2 mmhg) and mild paravalvular regurgitation. As no functional improvement of the calcified av prosthesis was observed after restoration of unobstructed atrioventricular flow, an aortic valve-in-valve procedure was performed and a 23-mm sapien-xt was deployed under fluoroscopic and echocardiographic guidance to avoid interference with the previously implanted mv prosthesis with an excellent final result. The presented case illustrates that a multimodality imaging approach is essential to master the increasing diagnostic and technical complexity in contemporary structural interventions.